Event description:
Customer complained about sensor reading discrepancies. Customer stated, the sensor has been reading low and the insulin pump is going into threshold suspend. Customer stated that he has 60 to 80 points of difference between readings. Current sensor glucose is 60 mg/dl and blood glucose value is 122 mg/dl. Customer stated that a week ago his sensor was reading between 40 and 60 mg/dl and his blood glucose was between 110 and 200 mg/dl. Customer stated that the threshold suspend alarms every five minutes and he decided to turn off the sensor. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.